Manufacturer narrative:
The insulin pump was received with partially broken off reservoir tube lip. However the test reservoir lock and clicked in place. The insulin pump passed basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the reservoir lip ring was damaged. The blood glucose level was 70 mg/dl. The customer declined troubleshooting for low blood glucose. Troubleshooting was performed and it observed that the reservoir is able to lock in place at this time but if anymore of the ring chips off, it will not lock. The product will return for the analysis.